Manufacturer narrative:
(B)(4). Evaluation summary: a physical sample was not returned for evaluation; however, a photo of it was provided. Photographic inspection revealed a leak through the vented hole at the end of the millipore filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was determined to be defective material received from an external supplier. In order to address this condition, a notification was sent to the supplier. Additionally, personnel involved in the manufacturing process were made aware of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the bottom of its filter. This occurred during infusion of an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A photo was received for inspection. Should additional relevant information become available, a supplemental report will be submitted.